Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
It was reported that inappropriate therapy was delivered due to noise. Lead was explanted.